Event description:
It was reported that the atrial lead had high threshold and low p-waves. The lead remains in use as these are known issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.